Manufacturer narrative:
This report is a duplicate of MFR report # 3006630150-2019-00055. Devices not returned.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances.

Manufacturer narrative:
Reference number: (B)(4). Product family null, up: unk-t-internalleads, model null, serial null, batch null. Location of devices unknown.

Event description:
A report was received that the patient underwent a lead replacement procedure due to high impedances.